Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulties with deflating the balloon were encountered. The physician placed a taxus express2 3.5x16mm stent in a 60% stenotic lesion of the rca. It is noted the lesion was not pre-dilated prior to stenting. After the stent was deployed successfully, the balloon was deflated and immediately used to post-dilate. Upon post-dilation the balloon was inflated to 14 atms however, the balloon would not deflate properly. The physician was unable to completely deflate the balloon by dialing down and going negative. The physician then decided to attach a 20 cc syringe and pulled negative pressure to successfully deflate the balloon. The procedure was successfully completed. No add'l intervention was needed. No pt injuries or complications were reported. Pt status is reported to be satisfactory/good.